Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they woke up with the insulin pump with screen anomaly and blank display. The customer did not have the insulin pump information and was advised to call back for troubleshooting. The insulin pump will not be returned for analysis.